Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement) appears to be related to patient morphology/pathology and poor image resolution. The report poor image resolution was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstance as an additional clip was implanted to stabilize the clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and heart failure for a mitraclip procedure. During the procedure, imaging was difficult. One mitraclip xtw was implanted successfully. During the preparation of second mitraclip xt, a worsening of mr was observed. The posterior leaflet was partially detached from the mitraclip xtw. Implantation of xt mitraclip stabilized the xtw clip. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and heart failure for a mitraclip procedure. During the procedure, imaging was difficult. One mitraclip xtw was implanted successfully. During the preparation of second mitraclip xt, a worsening of mr was observed. The posterior leaflet was partially detached from the mitraclip xtw. Implantation of xt mitraclip stabilized the xtw clip. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.